Manufacturer narrative:
(B)(4). The device history review for the product horizon ti small red 6/cart 180/box, lot #73e1500069 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Horizon clips and clip appliers were used in a flap procedure. The clips did not close properly. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The customer returned 30 sealed cartridges of product 001201 horizon ti small red 6/cart 180/box for investigation. All representative samples received were from the same lot number reported as defective. The returned cartridges were visually examined with and without magnification. Visual examination revealed that all clip cartridges appear typical. No clips are loose or missing. No defects or anomalies were observed. No actual complaint sample was received. All clips were able to load onto the jaws of the appliers and close completely with no difficulty. No functional issues were found. A corrective action is not required at this time as no actual complaint sample was received. The reported complaint of clips not closing could not be confirmed based upon the representative samples received. A device history record review was performed on the clips with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of clips not closing could not be determined based upon the information provided and without the actual complaint sample.